Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-30490, 1627487-2020-23670. It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg turned inoperable and patient lost stimulation. Reportedly, extensions were also causing discomfort. As a result, the patient underwent surgical intervention wherein the ipg and extensions were explanted and replaced.

Manufacturer narrative:
There were no allegations reported against return single extensions, therefore, per document 56-0258, only a minimal evaluation was performed to document the condition of the returned product. At receipt, both single extensions have no anomaly and passed functional testing.